Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional analysis was attempted to be performed; however, the balloon lumen was occluded and could not be unblocked. A microscopic examination of the balloon found a pinhole over the ro marker located in the proximal section of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, and/or the interaction between the scope and the balloon, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a leak in the distal end of the balloon was noticed. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.